Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -11.5/2.0/91 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. It was indicated that the patient has refractive surprise and there are "no issues. Vault was not recorded on most recent vision; but at a previous visit it was 3+ icl thickness; vector analysis was done but no decision on further treatment". Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#:(B)(4).

Manufacturer narrative:
Corrected data: b5 - it was indicated that the patient had lens rotation. This should have been included in the initial MDR. Claim#: (B)(4).